Manufacturer narrative:
H10: a navigation (nav) ring not responsive and the engineer replace front bezel. The engineer performed diagnostic after replacing the front bezel. The unit was tested and returned to the customer.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 31aug2020.

Event description:
The customer reported navigation (nav) ring not responsive. The device did not have patient involvement at the time the issue was discovered, therefore, there was no patient or user harm reported.